Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient didn't think their device was working, noting that their symptoms were worse than before the implant. They also stated that they had pain and their leg would twitch until the device was turned off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con via a rep. It was reported that the patient had the implant for three months. They were still going 15 times a day and their leg would twitch in the evening. They stated they had four modes and thought they had to adjust it until it was painful.